Manufacturer narrative:
Approximate age of device - 51 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that laboratory test results indicated an elevated lactate dehydrogenase (ldh) from 367 u/l to 644 u/l. The patient was being medically managed on heparin intermittently. Repeat labs showed an ldh of approximately 298 u/l. As of (B)(6) 2018, the patient condition had improved, was up, independently around unit and was sleeping well. There has not been a non-device related cause for the hemolysis identified. It was noted that the patient has had a prolonged and complex hospitalization, and had remained hospitalized since (B)(6) 2018. No further information was provided.